Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification.

Event description:
Caller indicated the advance meter was reading high. Caregiver noticed that he was moaning after he went to bed. She went to check on him and took blood sugar, bg was 76 . Still didn't feel well emt and police were called, tested at 36 when they came. Emt administered juice and other solution, and he felt better and did not go to hospital.